Event description:
Discordant high toxoplasma igg results were obtained for samples from three (3) pts on immulite 2000. For pt #1, 2 fresh samples and an older sample (from (B)(6) 2010) were tested. One sample each was tested for pt #2 and pt #3. The samples were also tested in a second lab on another immulite 2000 system, using the same lot of reagent, and discordant high results were obtained again. The three samples were then tested on another system and the results were found to be negative. (The customer noted that the results from the add'l testing were negative, but did not provide specific pt data from the other immulite 2000, or the other system.) The customer did not indicate which testing results were reported. Pt treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant toxo igg results.

Manufacturer narrative:
A siemens healthcare diagnostics field applications specialist (fas) visited the customer site. There are no known reported system issues.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2010-00190 on (B)(4) 2010. Updated (B)(4) 2012: it was found that a lot of bovine serum albumin (bsa) was the cause of the false positive immulite systems toxoplasma quantitative igg results, however siemens has investigated the issue and has determined that the frequency of the false positive patient results reported are within the IFU specificity claims of (B)(4) for the immulite systems toxoplasma quantitative igg assay.